Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377845, lot# v018238, implanted: (B)(6) 2007, product type: lead. Product ID: 377845, lot# v018238, implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for arachnoiditis. It was reported that the implantable neurostimulator (ins) was replaced with a competitor manufacturer¿s device in 2016. The consumer could not provide the date. It was reported that the ins that had been explanted was not effective for their pain since implant on (B)(6) 2007. One of the leads was not working 100%. The patient covered completely from the surgery. The patient did not have a current product by the manufacturer implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.